Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 27.8 mmol/l, 10.3 mmol/l, and 9.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test cassette is no longer available; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.